Event description:
It was reported by the customer that a pyxis medstation es system experienced a problem in which the auxiliary drawer 2 could not be opened and emitted a slight burning odor. This incident resulted in a delay in patient care and confirmed that there was no patient harm there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 2 failed due to the faulty controller board. A field service engineer attempted to address the problem by replacing the latch and sensor, but this did not rectify the situation.ultimately, the problem was resolved by replacing the module controller. There were no signs of burning odors or damaged components observed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a problem in which the auxiliary drawer 2 could not be opened and emitted a slight burning odor. This incident resulted in a delay in patient care and confirmed that there was no patient harm. As per part investigation, it was determined that there was thermal damage observed on and around the c315 capacitor component. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h manufacturer narrative. The following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, section e initial reporter occupation and other occupation, section h device manufacture date and imdrf codes. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of the drawer not opening and that there is a slight burning smell was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: full-height drawer 2 failed to stay closed; replaced module controller board visual inspection of the pyxibus module controller observed thermal damage on and around the c315 capacitor component multimeter testing observed a short from ground to 5v contacts the device was in use for treatment purposes as intended per 21 cfr 820.198(d).